Event description:
It was reported that a cartridge alarm 25 occurred due to the customer removing the cartridge from the pump outside of the load sequence. Tandem technical support informed the customer of the proper load technique. As a result, the customer then experienced an elevated blood glucose (bg) level displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via pump to address bg and continued to use pump for insulin therapy.